Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not working on the insulin pump. The customer¿s blood glucose was 97 mg/dl. The customer stated that some buttons work from time to time but mostly was not respond. The troubleshooting was performed for the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assemblies. Unable to perform displacement test or self test due to unresponsive keypad.